Manufacturer narrative:
The pump has been returned to animas. Eval is not yet complete. When eval is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was treated by insulin injection for ketones and nausea.